Event description:
It was reported that an inappropriate magnet response was observed on the device as a result of an external heart rhythm monitoring patch. The patch was removed from the patient to resolve the event, and the patient was in stable condition.